Event description:
In 2005, the facility reported that a pt coded three days ago approximately 13 minutes into hemodialysis treatment on a meridian hemodialysis instrument. The technician reported that there was a 80mmhg difference on the post dialyzer pressure transducer. No further info is available at this time.